Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use or during the first two inflations, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the heavily tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during the third inflation. The same anatomical conditions likely contributed to the resistance met during advancement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified left anterior descending artery with 90% stenosis. A 3.50 x 15 mm nc tenku rx balloon dilatation catheter (bdc) was selected for the procedure. There were no issues noted with the bdc during unpacking, inspection and preparation. The bdc was advanced to the lesion with some resistance. The balloon was inflated two times with no issues noted and when inflated the third time to 18 atmospheres the balloon ruptured. The bdc was removed from the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.